Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose (bg) of 524 mg/dl with abdominal pain and excess urination associated with a recurring loss of prime issue. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. It was reported that the pump repeatedly emitted loss of prime warnings despite cartridge changes. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a loss of prime issue.